Event description:
It was reported that during a procedure another company's stent was implanted at the mid section of the ad with the lateral branch. When the guide wire was being withdrawn from the secondary vessel, the distal end of the guide wire became entrapped with the stent, and after that, in the endothelial. A dissection was performed at the trunk and the distal end of the guide wire perforated the endothelial. Once the guide wire was withdrawn, it was observed that the distal end of the guide wire (the radiopaque maker) remained in the vessel. Then, a cypher stent was implanted to fix the guide wire tip. The tip of the guide wire remained between the stent and the vessel wall, without consequences to the patient. No additional information was available.